Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was a prime issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the pump's black box had no alarms relating to prime. The complaint date was overwritten in the black box due to continued use of the pump. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the initial allegation, the display screen was dim and discolored.